Event description:
It was reported that 346 days after a coronary artery drug eluting stenting treatment procedure the patient expired due to suicide. The index procedure treated one target lesion. Target lesion 1 was a 3.5 mm vessel diameter, 80% stenosed region of the proximal left anterior descending artery (lad). The lesion was 5.0 mm in length. The physician direct stented the lesion with one taxus express2 8.8% 3.5x12mm drug eluting stent without complication. Residual stenosis was 0% after deployment. The patient was discharged from the hospital 1 day post index procedure receiving asa and plavix. The site reported that the patient died from suicide 346 days post index procedure. In the opinion of the physician there was an unknown relationship between the target vessel and the event.